Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-41: dead battery. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for dead meter. Customer had called previously for same complaint, reference case number (B)(4). During the call the truemetrix meter did not turn on when a test strip had been inserted or when the power button was pressed. The customer feels well and did not report any symptoms. Customer stated that last year she had received medical attention due to low blood sugar. Customer stated she had gone into a sleep coma due to her sugar level dropping and her husband had called the ambulance. Customer had been taken to the hospital where they had raised her blood glucose level. Customer stated this occurred on two other occasions; customer could not recall what dates she had been hospitalized. As a result of the hospitalizations, customer had been prescribed a daily insulin shot.